Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during therapy. There were three alarms in total. The heparin volume to be infused was 74.1ml, dose 25,000 units/250ml, rate 12.5ml/hour. The head height was 28 inches. A continu-flo set was used. The nurse stated that when the tubing was changed, it was observed to have "a few kinks in it". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and did not identify any issues related to the customer reported condition. Upstream occlusion testing was performed, and the upstream sensor readings of the device were found to be within specification. Review of the event history log found "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.